Event description:
The patient reported that they are losing their v-go's. Upon clarification the patient stated that the v-go's are falling off five to six times. The patient alternates placement on the left and right side of the abdomen. There is no device available for return to the manufacturer for evaluation. Upon follow-up it was reported that the patient experienced hyperglycemia.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted type 2 diabetes mellitus (dm) v-go 20, novolog insulin user for the past 1 month. Client reported the v-go device has fallen off 5 or 6 times in the past month. Client reports following v-go manual procedure for skin preparation and wipes with alcohol pad prior to applying the device. The device is applied to the abdomen, flat area, avoiding the bend/waistline and there is no hair on the skin. Placement rotates daily from left to right side of abdomen. Adhesion tape surface area is pressed firmly with fingers along all sides. The device is applied in the morning. Length of time the device was worn prior to falling off varies. Client works in an air-conditioned environment. Client denies sweating, moisture, exposure to water or bumping the device. Sometimes the client was aware when the device fell of when poked or pinch from the needle. Other times he was unaware when the device fell off. When the device fell off blood glucose readings increased to about 300. When the new v-go device was applied, blood glucose readings returned to normal range. No additional medical treatment was needed. A blood sugar reading of 300 is elevated, but not considered serious.